Event description:
Bd phaseal optima injector disconnected from the bd phaseal optima connector (that was connected to the pt) 3 times. It disconnected once during cytoxan and twice during post hydration ivf.